Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional methods code: communication/interviews (4111). D10- product received on: 20nov2019. Investigation- evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned two prior to use and eleven unopened devices for investigation. A tug, twist, and leak test, and gap gauge were performed/used on all devices. Prior to use catheter #1 passed the tug test but failed the twist test, leak test, and was out of specification for distance between the cap and the hub. Prior to use catheter #2 passed all tests except for the leak test. No damage was noted on the unopened devices. All unopened devices passed the tug and twist tests. The only unopened devices to leak were devices #7 and #10. The only unopened device that was out of specification for distance between the cap and the hub was device #10. Catheter outer diameter and cap inner diameter were measured within specification for all devices. Biological matter was present on the surface of the ¿prior to use¿ catheters. Clarification was gained from the complainant that the device was in fact not used. The operator performing the inspection prior to use had ¿bio matter tainted gloves.¿ additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) was also reviewed. The product lot showed no related nonconformances. Related hub subassembly lot showed no nonconformances. Related catheter tubing subassembly lot showed no related nonconformances. A database search revealed two other complaints from product lot at the time of investigation. One of these complaints was opened for trending purposes. The other one originated in the field and concerns the same failure mode. Based on this information, there is evidence that nonconforming product exists out in the field. Based on the information provided, inspection of the returned product, and the results of the investigation, it was concluded that a manufacturing deficiency and quality control deficiency potentially contributed to this incident. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. Prior to patient contact, the operator injected saline into the catheter and found leakage at the hub of the device. The device was replaced with a new, similar device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.